Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection, as well as a direct correlation to the heartmate 3 left ventricular assist system (lvas), serial number: (B)(6) could not conclusively be determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 9.5¿ from the pump housing. The sealed outflow graft and graft attachment were returned attached to the pump cover outlet port. The sealed outflow graft bend relief was returned secured around the graft attachment. The outflow graft clip was returned properly secured around the outflow graft bend relief and graft attachment. The apical cuff was not returned. Visual inspection of the inflow and outflow cannulas revealed no evidence of laminated or denatured depositions or thrombus formations. Upon disassembly of the pump body, examination of the blood-contacting surfaces also revealed no evidence of laminated or denatured depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files were retrieved from the returned device. The lvad event log file contained approximately 30 minutes of data from on (B)(6) 2020. The lvad periodic log file contained data from on (B)(6) 2021 at 21:04:19 to on (B)(6) 2021 at 11:12:23. No atypical lvad faults/events were captured and temperature, rotor displacement, and rotor noise remained stable throughout the log files. The log files appeared to capture the device functioning as intended. (B)(6) was cleaned, reassembled, and functionally tested on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 12apr2021. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. This IFU lists local infection and driveline or pump pocket infection as adverse events that may be associated with the use of heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Care instructions regarding preventing infection are provided in section 6, ¿patient care and management¿. The heartmate 3 lvas patient handbook is also currently available. Care instructions for preventing infection are outlined in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the type of infection was staphylococcus aureus.

Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had driveline infection since (B)(6) 2021. Pet-CT confirmed lvad and outflow graft infection. The pump was exchanged on (B)(6); however, the patient showed a good ejection fraction and so the pump was explanted without the need for a new one. The patient was stable without mechanical circulatory support.